Event description:
It was reported that during a sub total gastrectomy procedure, the operator used the device accordingly, but when it came to using it on stomach, the device did not form staple line. The reporter of this event felt the anvil and reload were not closed perfectly. There seemed to be some distortion between them. The operator used another device without any difficulty. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.